Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer experienced diabetic ketoacidosis with blood glucose (bg) level of 899mg/dl. The customer was admitted to the hospital where they were treated with intravenous fluids, insulin drip, and nausea medication. The customer was released on (B)(6) 2019 with no permanent damage. Reportedly the customer reverted to manual injections for insulin therapy.